Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (ongoing ,1gm every 5th day, route, frequency and duration) and gentamycin injection (ongoing ,1gm per day, route, frequency and duration). On an unknown date, the patient has was discharged and has recovered. No additional information is available.